Event description:
Dr. Was attempting to place an implant and the end of the thread (where an abutment is seated) was fractured.

Event description:
Dr. Was attempting to place an implant and the end of the thread (where an abutment is seated) was fractured.